Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient told them he was recharging more often and the implant depletes 40% overnight. The implant was discharging rapidly even when off. The patient had been hit by a vehicle as a pedestrian and had strong stimulation and then turned the device off entirely until he was discharged. Once the patient was home and went to use the implant he noticed it was draining significantly faster. When the patient met with the representative all impedances were green and normal and a connectivity check was all green. The representative did not notice any odd charging or discharging issues and noted stimulation felt the same as before and the patient was back on therapy. The representative was going to create a data file to review for the reported issues. The indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that they found no evidence of abnormal discharging occurring. The patient claimed they were seeing 40-50% per day, however, only one recharge session was seen in a 12 day period and the battery depletion over those 12 days of inactivity/use was completely normal. The strong stimulation was noted to be likely a cause of the actual trauma when the patient was hit by the vehicle. Stimulation sensation had since returned to normal after it was turned back on. Further information received from the representative reported that the patient again told them the battery was depleting rapidly and they had abnormal stimulation. The patient was going to meet with the representative to check the recharge intervals an d was directed to work with their doctor to have imaging done to make sure nothing was off with the stimulator and lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they turned off the device and tried reprogramming it on (B)(6) to try to resolve the shocking. The patient noted that the device has been off since (B)(6) as they were waiting on the doctor or manufacturer representative and they felt a tingling zapping every time they recharge. The patient stated that the shocking had not been resolved and they were also feeling it in the right shoulder blade. The patient explained that the device felt like it was poking/sticking out at the top of the device near where the lead connects. The patient also mentioned it felt like it was zapping him coming from the sides and across the middle of the device and that the unit had rolled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that after the patient was hit by a vehicle on (B)(6) 2018, their stimulator went into "blast mode" and gave them high frequency stimulation in their lower extremities. The patient was unable to connect with the ins at first, but after removing and replacing the batteries in the controller three times, they were able to turn the stimulation off. The patient noted that the stimulation was turned on briefly after that to put the ins in MRI mode. After that, the ins was turned off for a couple of weeks and the ins charge level dropped 50%. The patient met with a manufacturer representative on (B)(4) 2018 to turn the stimulator back on. Since then, the patient has been getting shocked at the ins site and has also had some swelling there. The patient reported that they were feeling an intermittent shocking sensation and pain in the right and left hips, but it was worse in the left hip where the ins was implanted. The patient stated that this occurs when they cough or yell at their dog. It was noted that the patient had adaptive stimulation on and they were feeling "pinpoint shocks" and zapping down the spine. The patient reported that they have to increase the stimulation in order to feel it at the same intensity. The patient stated that they are not feeling stimulation much and it's not relieving their target pain. It was reported that the patient was unable to bend over or crawl due to the lack of pain relief. No further complications are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient was in an accident in the summer and had been having problems with their programming. They noted that "things were not adding up" and a series of things was making everything uncomfortable for the patient. They were feeling stimulation in the abdomen and lower stomach. The ins was "in the tens mode" and they had no control of it- it felt like they had an "electrical leak". The patient wanted the ins repaired during their back surgery and they were under the impression that there was a tear or a micro tear in the lead. The plan was to replace the lead but the representative wanted to check the lead when they were on the table. The stimulation had only been on for 45 days of the past 6 months. They noted that there was a burning sensation around the unit and they were getting zapped in the right shoulder and the knee. The battery life was only 3 days at a low dosage and they noted that all of their issues had been occurring since their accident. No further complications reported.